Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about 2 weeks when they were trying to recharge their implant, they would charge a little but then the controller would beep and show message rm06, call manufacturer. Caller stated this happened a couple times but they were able to get the implant recharged. Caller reported that this past sunday, they went to recharge their implant and kept getting interrupted with message "rm03 call manufacturer" several times, and caller noticed that the recharger cord was getting warmer than normal near the paddle. Caller clarified that they had noticed it feeling warm a few other times in the past few weeks even if they weren't having trouble charging. An email was sent to the repair department to replace the recharger. No symptoms were reported. Additional information was received from the patient on (B)(6) 2022. Pt called back stating that they called in (B)(6) as they were getting a code coming up on the controller so they were sent a replacement recharger; pt stated that rm04 and rm06 were appearing. Pt stated that they thought the replacement recharger took care of the problem at first, but the ins was still not charging as well as normal. Pt stated that they thought about a week and a half to two weeks ago they charged the ins one evening and part way through after a couple minutes a message saying software problem appeared (screen details unknown). Pt stated that they called and talked to a rep who had them reset the controller. Pt stated that after resetting the controller, the ins charged the best it had in a long time, so they thought things were resolved. Pt stated however that then yesterday they were recharging the ins again and the ins was partially charged when a message came up saying system problem rm04. Pt stated that they called the rep again last evening who had them reset the controller again. Pt stated that the rep then told them to call ps today to let ps know that the rep had assisted them twice with the controller and that they probably needed a new controller. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted in the controller; pt had to use a knife in order to remove the battery pack from the controller. Pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt saw the batteries screen with the controller at 60% with recharging indicated and the ins at 60%. Pss then had the pt initiate an ins recharging session. Pt confirmed seeing recharging excellent indicated with the controller light flashing green. Pt stated that finished was then indicated even though the ins was only at 60%. Pss had the pt clean the recharger connector pins, clear the controller port of any possible debris, and attempt to recharge the ins again. Pt stated that they had been doing that a lot of times ever since they originally called and were sent a replacement recharger. Pt stated that the device was working better, but not to where it normally would be. Pt stated that once in awhile the rm04 or rm06 code would still come up, but they were still able to use the device. Pt stated that the ins charged great during the first charge after talking to the rep and resetting the controller. Pt stated that the second time trying to recharge the ins however was when the rm04 message appeared. Pt stated that the controller was stuck spinning on checking recharge quality. Pt repositioned the recharger over the ins, however the controller was still stuck spinning on checking recharge quality and would not advance. Pt mentioned that they lost the return shipping label to send back the old recharger, so they will send back the old recharger with the old controller. Pss sent e-mail to repair to replace the controller.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of no device found and antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.